Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the faraview procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that visible air was noted in the sheath side port during aspiration after the farawave nav catheter inserted. The troubleshooting steps included aspiration again yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). The farawave nav was inside the sheath when air was observed during aspiration. Pressure bag was used for irrigation of sheath. Tip of the guidewire was out while inserting. No other issue has been reported. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Prior to microscope imaging, silicone oil was present on the valves. Inspection of the hemostatic valves found the external valve torn on the outer face and the internal valve torn on the outer and inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were also observed to be deformed as the valves were unable to revert to its closed state.

Event description:
It was reported that during the faraview procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that visible air was noted in the sheath side port during aspiration after the farawave nav catheter inserted. The troubleshooting steps included aspiration again yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported via gfe dated 31aug2025: the farawave nav (lot#3539480) was inside the sheath when air was observed during aspiration. Pressure bag was used for irrigation of sheath. Tip of the guidewire was out while inserting. No other issue has been reported.